Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the forearm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported, that the patient was riding a bus around 1400 when she passed out without any preceding symptoms. The last egv, the patient recalled was 147 mg/dl before she passed out on the bus. Someone called emt. Emt got her fingerstick reading as 30 mg/dl. The egv at that time was not documented. The patient was given dextrose on the way to the hospital. The patient was given apple juice and dextrose, while in the hospital and had an unspecified reading of 111 mg/dl. The patient was discharged at 1931 and was fine at the time of the call the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.